Event description:
Pharmedium has moved to the use of medguard caps for the syringes they produce. We reported to them that individuals were able to remove the caps from their syringes and place them back on with no indication it had taken place. This is extremely concerning because of the risk of diversion of the controlled substances they supply in this manner as well as major pt risk if a cap was removed. The content can be manipulated with and the cap placed back on with no indication it had been entered. Pharmedium's response was that it was a training issue at one of their facilities and they had addressed it. Well, I now have an add'l 17 syringes in my possession where this occurred at our facility. This is extremely concerning as this is the product to help detect potential diversion or manipulation of a product before use. Without this safeguard in place we are placing pts and staff at extreme risk. One phenylephrine syringe lot # 15021180m, 3 phenylephrine syringe lot # 15073009m, 2 phenylephrine syringe lot # 15043055m, 1 ephedrine syringe lot # 15026024c, 1 ephedrine syringe lot #15079018c, 1 ephedrine syringe lot # 15049038c, 1 neostigmine syringe lot #15090100m, 4 fentanyl syringes lot # 15042004m, 1 fentanyl syringe lot # 15084004m, 2 fentanyl syringe lot # 15063063m.